Manufacturer narrative:
Device evaluation: one footprint ultra pk suture anchor, 4.5 device was returned for evaluation of the reported complaint mode, "broken anchor". Visual inspection confirmed the reported complaint. The anchor was noted to be broken at the eyelet; but, was not completely broken in half. The tip of the inner driver was inspected, and found to be bent, which indicates off-axis insertion. The bone quality of the patient was also noted to be hard at the point of insertion, which may have contributed to the failure. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further action is required at this time. (B)(4).

Event description:
During an achilles repair procedure using a footprint ultra pk suture anchor, 4.5, it was reported that during insertion the implant snapped in half. Half remains in the patient; half was removed. The physician decorticated the bone and used a 3.8 gold tapered awl to prepare the site. The patient¿s bone was noted to be hard and in calcaneus. Because the broken piece of anchor could not be reached, the piece remains in the patient. After preparing a new site with a 2.5 drill bit and a 3.8 tapered awl, a back-up footprint ultra pk suture anchor, 4.5 was inserted. The condition of the patient post-procedure was noted to be great.